Manufacturer narrative:
Patient identifier - requested, not yet received. Age & date of birth - requested, not yet received. Sex - requested, not yet received. Weight - requested, not yet received. Ethnicity - requested, not yet received. Race - requested, not yet received. Date of event: unknown. Expiration date - unknown due to unknown lot number combination. UDI - unknown due to unknown part/lot number combination. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part/lot number combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production part number and lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review the article entitled, comparison of exo-seal and angio-seal for arterial puncture site closure, a randomized, multicenter, single-blind trial, herz 2015 40:809-816, doi 10.1007/s00059-015-4306-3, published online: june 13, 2015: the one (1) false aneurysm that was treated by manual compression. The procedure outcome was successful.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.